Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Evaluation summary: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported that over a month after injection with juvederm ultra xc in the lips, nasolabial folds, and tear troughs, the pt presented with swelling and the formation of lumps and granulomas at the injection sites.